Manufacturer narrative:
G4: 21sep2020. B4: 22sep2020. A cpu(central processing unit) was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that the reported error codes could not be replicated on the returned cpu board. However, a backup alarm component impedance was found to be out of specification and solder flux contaminate was found in cpu component. No other anomalies were noted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23mar2020.

Event description:
It was reported that the ventilator had error codes indicating a blower stall, backup alarm failure, auxiliary alarm supply failure and 35 volt supply failure. There was no patient involvement.

Manufacturer narrative:
G4: 10apr2020. B4: 13apr2020. The service engineer (se) inspected the device. The se replaced the power management (pm) board, central processing unit (cpu) and motor controller board to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.